Event description:
It was reported that the customer had a blood glucose level of 442 mg/dl. The customer stated she received a no delivery alarm when she attempted to bolus. Standard troubleshooting was performed. The insulin pump functioned according to design once a new reservoir and infusion set were installed. The customer was advised that the no delivery was caused by a reservoir or infusion set occlusion. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.